Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the lead through the introducer. The lead was no longer used and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.